Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg 251 mg/dl) and an insulin injection was administered by a nurse and a sales representative. Customer had recently changed the pump settings, but was not sure if this was the cause if the event. Pump system check was performed and pump functioned as expected. Reportedly, customer reverted to using an alternate method of insulin therapy.